Event description:
A malfunction on the pump was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had no backup therapy available and planned to contact their healthcare provider. Tandem technical support confirmed the shipping address, sent a replacement pump, and instructed the caller on returns and procedures for the new pump. The customer acknowledged these instructions.